Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported slda per the physician is related to patient anatomy (thin/frail leaflets). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report incomplete coaptation. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, posterior prolapse, flail, and compromised tissue. After implantation the first clip, it was observed it detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was successfully deployed to stabilize the first clip. Mr reduced to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.